Manufacturer narrative:
The problem was due to a broken fiber presence sensor inside the diode source. After the replacement of this component, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has the following problem: "fiber not found, fiber error".